Manufacturer narrative:
Manufacturer's investigation conclusion: the report damage to the outer silicone jacket of the patient¿s driveline was confirmed through the evaluation of the submitted photos. Review of the account¿s submitted images confirmed that the outer silicone layer of the patient¿s driveline was twisted and kinked. The underlying layers of the driveline were not visibly exposed, and the damage appeared to be cosmetic only. The second image confirmed that the damaged area was covered with rescue tape. The patient remains ongoing on the heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU (rev. C) and the heartmate ii lvas patient handbook (rev. C) are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged).¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline had a defective insulation. The outer silicone membrane was twisted, bruised, and kinked. No malfunction of the pump was reported. The damaged area was reinforced with repair tape.